Event description:
It was reported that on (B)(6) 2010, the pt underwent the index procedure, due to acute coronary syndrome and st elevation myocardial infarction (stemi). A promus 4.0 x 15 stent was deployed in the mid right coronary artery (rca). Post procedure residual stenosis was 0% diameter stenosis with a post procedure timi I flow. On (B)(6) 2010, the pt was discharged from index hospitalization. However, on (B)(6) 2010, during a 6 month follow up call, the site learned that the pt had a fatal cardiac arrest that occurred on (B)(6) 2010. The pt was reported to have been found pulseless on the side of the road and was brought to the emergency room in full arrest and subsequently, a pt death occurred. (B)(4).

Manufacturer narrative:
(B)(4). The stent remains in the pt. A follow-up will be submitted with all relevant info.